Manufacturer narrative:
Gtin number for item (B)(4), lot 170245476 is 07613203015806. Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported that while infusing an unspecified dose of etoposide they noted a leak from the pump segment portion of the tubing where the o ring releases and disconnects from the adaptor when the tubing is stretched for pump attachment. There was no patient harm.